Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and then had contact marks. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a laparoscopic gastrectomy(lg) using the subject device, the device became unable to output. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6), 2021, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn.